Manufacturer narrative:
The disposable pack has been requested for evaluation however to date we have not received it. The customer did not provide the lot number of the pack involved in the event therefore the review of the lot/device manufacturing records could not be performed. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that the irrigation tubing was leaking due to a hole in the line. As a result, the bottle of bss was empty and the eye of the patient lost pressure causing the rupture of the posterior capsule. The patient required an anterior vitrectomy. We received confirmation that the patient has recovered well.